Manufacturer narrative:
(B)(4). The device was reported to be available for return. Upon receipt of the device, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death. Prior to passing away, the patient experienced and was hospitalized for a suspected heart attack. Treatment for the heart attack was not reported. The patient passed away while in the hospital. A death certificate was available and the causes of death were reported to be uncontrolled hypertension, a myocardial infarction, non st elevation, severe sepsis r/t aspiration pneumonia, and acute respiratory failure secondary to pneumonia. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.